Event description:
It was reported that during a coronary stent procedure, the shaft of the stent delivery device broke during advancement into the guide catheter. The stent delivery device was removed without incident and the procedure was completed with another device. No patient injuries or complications occurred.